Event description:
It was reported that an asymptomatic patient presented for a generator upgrade. During the procedure the atrial lead was found to be dislodged. The atrial lead had high chronic capture with some previous noise episodes. The patient was not symptomatic to the dislodgement. The lead was capped and replaced on (B)(6) 2017 successfully. The patient was stable during, before and after the procedure.